Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded low out of range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. The health care professional (hcp) requested review of the reports. Technical services (ts) reviewed the transmission data, discussed that this crt-d emitted beep tones and the low ra impedance measurements were lower than 200 ohms and may indicate a compromised lead. Additionally, noisy signals were observed. Ts recommended further evaluation of the ra lead and reprogramming options. The field representative explained this device was found to be functioning correctly. No adverse patient effects were reported. This crt-d remains in service.